Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 mg/dl and it was addressed with 2 glucose tablets. Reportedly, the customer may have been sick. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level.